Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation / migration of essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 26-dec-2018: specified event was provided. On (B)(6) 2014 plaintiff underwent the essure procedure. Hsg test was done which confirmed that the essure device was successfully occluded. Plaintiff has suffered perforation, migration of the essure device, and pelvic pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure device: uterus') and fallopian tube perforation ('perforation (fallopian tube(s), migration of right fallopian tube occlusion device.') In a 43-year-old female patient who had essure (batch no. B94876 (right),c76455 (left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hernia repair, vaginal irritation, ovarian enlargement, left lower quadrant pain, endometrial ablation and anemia. Concomitant products included iron since 2015 to (B)(6) 2018, nsaids and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems:mental anguish;") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, heavy menstrual bleeding, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Patient received treatment for pain, bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: central placement or migration of right fallopian tube occlusion device.. Lot number: c76455 manufacture date: 2014-07-15 expiration date: 2017-07-15. Lot number: b94876 manufacture date: 2013-11-21 expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, essure removal date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / migration of essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc (product technical complaint). Upon internal review, previous event perforation was coded to uterine perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure device: uterus') and fallopian tube perforation ('perforation (fallopian tube(s), migration of right fallopian tube occlusion device.') In a 43-year-old female patient who had essure (batch no. B94876 (right),c76455 (left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hernia repair, vaginal irritation, ovarian enlargement, left lower quadrant pain, endometrial ablation and anemia. Concomitant products included iron since 2015 to april 2018, nsaids and paracetamol (acetaminophen) since august 2014. On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems:mental anguish;") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Lot number: c76455 manufacture date: 2014-07-15 expiration date: 2017-07-15 lot number: b94876 manufacture date: 2013-11-21 expiration date: 2016-11-30 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure device: uterus') and fallopian tube perforation ('perforation (fallopian tube(s), migration of right fallopian tube occlusion device.') In a 43-year-old female patient who had essure (batch no. B94876 (right),c76455 (left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hernia repair, vaginal irritation, ovarian enlargement, left lower quadrant pain, endometrial ablation and anemia. Concomitant products included iron since 2015 to (B)(6) 2018, nsaids and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems:mental anguish;") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received : lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, migration of essure device: uterus; dysmenorrhea (cramping); perforation (fallopian tube(s), she did not undergo essure confirmation test" were added. Concomitant drug and medical history were added. Reporter information and patient aka name were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.